Manufacturer narrative:
Pump received with display anomaly-flashing mdt logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to display anomaly-flashing mdt logo. Unable to download history files/traces using thump and unable to upload using carelink due to display anomaly-flashing mdt logo. Unable to verify alarm-a338-pump error 35 due to display anomaly-flashing mdt logo. Pump was cut open to perform visual inspection and found corroded electronic assembly and force sensor. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. The pump was received without the battery cap. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at corner of the belt clip rail, missing serial number label, scratched keypad overlay, pillowing keypad overlay, stained keypad overlay, cracked keypad overlay at the select button and a cracked retainer at the knit line location. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 01-jul-2025 in the pump history file due to display anomaly-flashing mdt logo. Unable to perform the history review 1 week prior to the 01-jul-2025 due to display anomaly-flashing mdt logo. Unable to perform the functional test due to display anomaly-flashing mdt logo. Unable to confirm alleged high bgs (hyperglycemia). Display anomaly-flashing mdt logo was confirmed during analysis due to corroded pcba 2. Upload error confirmed (unable to download history files/traces using thump and unable to upload using carelink due to display anomaly-flashing mdt logo). Alarm-a338-pump error 35 unknown. Damage-moisture confirmed. Damage-retainer ring damage confirmed (found during visual inspection). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the insulin pump was exposed to water and had a pump error 35 alarm (a broken force sensor was detected during seating or regular delivery). Blood glucose value at the time of event was 370 mg/dl. The customer visited the emergency room and was treated with manual injection. The event involved product(s) mmt-1884, mmt-7040a, mmt-397a, mmt-332a. Troubleshooting was partially performed for high blood glucose event and moisture damage as the customer declined further troubleshooting. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. Troubleshooting was performed for the pump error 35 alarm and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.